Event description:
The patient reported he has seen leaking at the infusion site between 24-48 hours of use. Patient stated he can see that the infusion headset is still attached to his body but can see wetness around the infusion site. Patient reported the adhesive is still stuck to the skin and he is assuming that the infusion set cannula is in his body but hasn't really looked at it closely to say for sure. Patient stated he can tell it's time to change the infusion site because he can smell the insulin and will look down and can see the spot of wetness on his shirt. Patient reported the cannula is straight and not bent or kinked. Patient stated 2 of the infusion sets never went into his body when he tried to insert them using the insertion assist plus device. Patient reported he felt them hit his body but then fell to the floor with going into his body. Patient stated he hasn't had this occur recently. Patient reported he is using the insertion assist plus device to insert them. Patient stated there is no visible damage prior to using the infusion sets. Patient reported he has had the same concern with the past 2 boxes. Patient stated his blood glucose readings were not affected. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned task-force.